Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 225cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast pain. As a result, the patient underwent breast implant removal and replacement with unspecified silicone implants on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's implants were replaced with non-mentor implants. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 3, 2022, mentor became aware that the patient was also diagnosed with loss of nipple sensation, pain, and capsular contractures (baker grade IV), bilaterally. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: breast pain, loss of nipple sensation, capsular contracture